Event description:
It was reported that the patient presented to the emergency room with new onset dyspnea on exertion (doe) and elevated brain natriuretic peptide (bnp). The patient was hospitalized and given medication. The implanted implantable cardioverter defibrillator (ICD) system remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trg implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2013; 5076 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).